Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed; noise was generated due to damage of the imaging unit, and images were temporarily unavailable. The bending angle was also insufficient due to the elongation of the angle wire, the curved rubber adhesive was missing, and scratched on the light guide glass surface were observed. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that while using the endoeye flex deflectable videoscope, there was a no image issue when the cable was held at the base of the operation part. There was no patient harm associated with this event.

Manufacturer narrative:
Device manufacture date: dec 6, 2012 should have been selected on the initial report. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to a malfunction or the image sensor unit, a board inside the video connector, or a problem on the system side. Olympus will continue to monitor field performance for this device.